Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup for ivtm therapy, the thermogard xp ivtm system (sn tgxp11175) displayed tcmid:01 (pump failed) error message. No patient was connected to the system or harmed, and another thermogard console was used to initiate the therapy. During the in-house preventative maintenance by biomed, the tcmid:01 error was replicated. No patient involvement.